Manufacturer narrative:
Follow-up # 1 05/18/2012. Device history record review was conducted on (B)(6) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the pump histories. A review of the black box indicated one "low battery" warning due to normal battery wear. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump powers on normally and was successfully paired with a test meter. A normal bolus, an audio bolus, and a bolus from the meter remote were all performed successfully and were accurately recorded in the pump histories. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 17 mmol/l with lethargy, thirst, and dry mouth. The reporter stated that 2 boluses were not recorded in the pump history. The patient stated that one of the boluses was inadvertently not delivered because she did not press go on the meter to deliver. The patient stated that the bolus she programmed at 8:29 pm was not recorded in the pump history and the pump did not vibrate to alert her. The patient confirmed that the meter remote did not alert her either. Troubleshooting confirmed that the communication between the pump and the meter remote was working appropriately. This report is made based on the allegation that the patient experienced hyperglycemia associated with a missing bolus in the pump history.